Event description:
The user facility reported that the footplate on an rn4891 kerrison broke off during a cervical fusion procedure. The broken piece was recovered from the patient and it was not necessary to perform an x-ray. There was no patient injury reported.